Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the sensation plus 50cc balloon catheter experienced an issue during removal from the patient right femoral artery. While the operator was withdrawing the catheter, the device broke, leaving the balloon portion inside the body. It is unclear whether the incident resulted from equipment failure or operator technique, though it appeared that excessive force may have contributed to the breakage. The remaining balloon and catheter segment were successfully removed without the need for surgical intervention. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields b4, d9, g3, g6, h2, h3, h6. Type of investigation, investigation findings, investigation conclusions h11. During a scheduled heart catheterization procedure involving iabp removal impella insertion and planned pci the balloon pump catheter broke while being removed through the right femoral artery the balloon portion separated and remained inside the patient it is unclear whether the breakage resulted from device failure or operator technique though excessive traction may have contributed the retained portion of the catheter and balloon was successfully retrieved without surgery the remainder of the procedure was aborted and rescheduled for the next day hemostasis at the right femoral artery was achieved with manual pressure and a femstop and the patient was returned to the ICU no decon or visual inspection performed since product was not returned and could not be evaluated therefore we were unable to confirm or determine a root cause for the reported failure the failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as nonconforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required

Event description:
N/a.